Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. Based on information provided, no patient harm occurred. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complaint reported that they have had two (2) reports of the device leaking, "one in the balloon and one in the tubing portion." No further information was provided.